Event description:
This ra lead was implanted on (B)(6) 2000 and remains implanted at this time. A call was placed to technical services on 07/29/2016 stating that this lead will be revised for known atrial issue. The physician was dr. (B)(6). No other information is available. Additional information received stating that this lead was explanted on (B)(6) 2016. The physician was (B)(6) 2016. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)